Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 555 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly discontinued insulin pump therapy and began on an alternate method of insulin delivery to keep blood glucose levels under control. The reporter alleged the insulin pump was not delivering insulin to the patient as programmed; the basal history reportedly did not match the active basal program. This issue was noted to have occurred on a day when the patient was at an amusement park. Animas customer support reviewed with the reporter guidelines in the vibe user¿s booklet regarding use of the insulin pump in conjunction with amusement park rides. The animas vibe insulin pump owner's booklet states the pump should not be exposed to very strong electromagnetic fields including "free-fall" amusement park rides and that some environmental factors such as high gravity forces (e.g., when riding a roller coaster) can interfere with insulin delivery, but high gravity forces will not damage the pump. The owner's booklet advised the patient to disconnect from the insulin pump when undertaking activities that involve rapid changes in altitude or gravitational force, such as riding on roller coasters and other amusement park rides that involve rapid changes in gravity. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery.